Event description:
Information was received indicating that this peripheral intravenous catheter severed while in use with the patient. The patient required surgical removal. No additional adverse patient effects were reported.